Manufacturer narrative:
Device passed the displacement test. Device received with missing display window/cover. Reservoir unable to lock into place not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir unable to lock in place. The customer¿s blood glucose level was 72 mg/dl. The customer also stated that the reservoir lip ring was not damaged. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.